Event description:
It was reported that a review of recent shock episodes was requested for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the stored episodes and determined to be consistent with true ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered but did not terminate the arrhythmia and ts suspected to have accelerated the rhythm. Shock therapy was subsequently delivered, resulting in rhythm conversion during the second episode. The device was operating as programmed. Programming considerations were discussed with the representative. No adverse patient effects were reported. This ICD remains in service.